Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reft3428) have been reported from a facility in sweden.

Event description:
It was reported leakage at the catheter wings when flushing the catheter. Catheter was taken out. No other information was provided.